Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 222 mg/dl, 75 mg/dl, and 77 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that customer was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated she self-treated by eating lunch. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.